Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a or a part of the syncage lr broke off during the insertion of the cage. The specialist who was involved reported that the trial cage could not be fully inserted between the corpora and he decided to use the syncage instead. He started the insertion with the inserter but he continued with an impactor (389.157) as it was supplied in the set. During the insertion, the anterolateral part of the cage broke off. He decided to continue and leave the cage in place. It was mentioned to the specialist that the cage could also be damaged inside, but that was not possible to prove. The specialist was asked if he wanted to continue using the broken cage, he understood and continued using the broken cage. The broken- off part was discarded by the or nurse. There was no patient harm involved or delays reported. The part is not available for return. No further information was provided regarding patient data. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. A device history review was conducted. The report indicates that the manufacturing documents were reviewed and no complaint related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.